Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested. The mpu was returned in unremarkable condition. The mpu was plugged into the outlet and did not start; however, the yellow wrench indicator was illuminated. The power supply pcb was found to be the source of the issue. The repaired mpu was returned to the customer and the power supply pcb was forwarded to product performance engineering (ppe) for further evaluation. During further investigation with ppe, the mpu underwent circuit analysis, and it was found that the transformer (t1) was internally damaged. The transformer was emitting an audible noise and upon analysis, the voltages leading into the transformer were found to be within spec; however, the voltage outputs were shorted. The transformer was unable to be replaced. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the transformer is damaged. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 03nov2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic stating that their mobile power unit (mpu) was not working and it was confirmed in the clinic. The patient was provided with another mpu and the faulty one was to be sent back for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.